Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Company (cmp), limited (ltd).

Event description:
It was reported that the cardiosave intra bortic balloon pump (iabp) does not hit the balloon, no injuries or death is reported.

Manufacturer narrative:
Due to characterization limit e1: initial reported: (B)(6). Updated fields: b4, b5, e1 (initial reported, event site email, event site telephone), e3, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (medical device problem code, type of investigation, investigation findings, component codes, investigation conclusions). Corrected fields: b3. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and after the machine is finished using, the fse tested the machine and did not receive any "internal communication failure" notification. The fse left the machine tested for 5 days and did not receive any "internal communication failure" notification. The fse made a new 30 psi pressure transducer calibrations, pass. The fse made a new drive regulator calibrations, pass and tested the machine, the machine can be used normally.

Event description:
It was reported that the cardiosave intra bortic balloon pump (iabp) does not hit the balloon, the machine had internal communication warning, no injuries or death is reported.